Event description:
A customer reported problems with continuous irrigation and as a result a pt experienced a scleral bum during a procedure. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable info becomes available. (B)(4).